Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The sample has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that a pta balloon could not be deflated after angioplasty was performed. Reportedly, the pta balloon dilatation catheter was also difficult to insert and remove through the 5f introducer sheath. No pt injury.